Event description:
It was reported that a patient, female, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. Four to five hours following a procedure on (B)(6) 2014, the patient developed a pericardial effusion which required a pericardiocentesis. An unknown amount of fluid was removed from the pericardial space. The patient was stabilized and transferred to the ccu for observation. Additional information was received regarding the event. There was a transseptal puncture performed. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power mode / irrigation flow setting 30ml/min.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products: carto 3 system (model# m-4800-01, serial# 13467). Stockert 70 system (model# m-5463-01, serial# (B)(4)). Coolflow pump (model# unknown, serial# (B)(4)). Stryker reprocessed acunav catheter (model# unknown, lot# unknown). Reprocessed lasso 2515 (model# d-1290-01-s, lot# unknown). Manufacturer's ref. (B)(4).